Event description:
Additional information indicates that the device was explanted due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this product developed an infection. The patient was admitted to the hospital for antibiotics. There were no additional adverse patient effects reported. The product remains in service.